Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309050 and lot number 2207115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned for investigation at this time, a thorough sample analysis could not be completed. If samples do become available for shipment, a revised investigation will be performed. At this time, twenty (20) retained samples were obtained from the manufacturing facility for review; however, the retained samples did not display any signs of leakage.

Event description:
It was reported that 4 bd discardit¿ ii syringes leaked. The following information was provided by the initial reporter, translated from german: "the article 309050 with the lot number 2207115 was leaking. We had to block 4 pieces of this lot number."

Event description:
It was reported that 4 bd discardit¿ ii syringes leaked. The following information was provided by the initial reporter, translated from german: "the article 309050 with the lot number 2207115 was leaking. We had to block 4 pieces of this lot number."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.